Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: obstructed defecation syndrome treated with starr with contour transtar author : martellucci j., talento p., ferrari c.a., carriero a... Citation: colorectal disease. 2009 sep; conference: 4th annual meeting of the european society of coloproctology. Prague czech republic. Conference publication: (var.pagings). 11 (suppl. 2) :25. The study aimed to evaluate the early results of stapled transanal rectal resection (starr) performed with ccs-30 contour transtar device, performed in a single centre for the treatment of obstructed defecation caused by rectocele or rectal intussusception. From july 2007 to february 2009,133 patients underwent starr with transtar for od. Ccs-30 contour transtar was used in the procedure. Postoperatively, complications included rectovaginal fistula (n=1), rectal perforation (n=1), small posterior dehiscence (n=4), agraphes retention (n=2) treated with reinterventions and postoperative bleeding (n=2). All complications were treated with no residual diseases. No incontinence was reported. Starr with transtar seems to be safe and effective in the treatment of od, even if some serious complications may occur.